Event description:
A (B)(6) male pt contacted zoll customer support to report that the response buttons would not activate the device. The pt was issued a replacement device.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot activate device) has been confirmed. Upon evaluation, the rear response button was non-responsive. The cause for the non-functional response button is a defective switch. The root cause for the defective switch cannot be positively identified. No adverse event resulted from the detached response button cable. The pt was fit with a replacement monitor.